Event description:
The carex health brands (B)(6) page received a comment, stating the following, "my friend's mom fell on her cane like this, and the front of her leg is gouged wide open where it hit the base of the cane, she needed an ambulance, lost a great deal of blood and required stitches and stay in ICU - her daughter used a foam pool noodle to wrap around the base (of the cane) to cover the sharp edges." There is no infomation to get in touch with the end-user - don't even know what item it is. The customer service representative working with this case even googled the comment-poster's name, but nothing came up.